Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Device available for evaluation: device returned to manufacturer. Concomitant devices reported: therapy date: october 12, 2017 unknown intermedullary trochanteric fixation nail (part # unknown, lot # unknown, quantity 1), unknown helical blade (part # unknown, lot # unknown, quantity 1), unknown distal locking screw (part # unknown, lot # unknown, quantity 1) (B)(6). A device history record (DHR) review was performed on part # 357.372,hr review part number: 357.372, synthes lot number: 4920145, supplier lot number: na, release to warehouse date: 07-mar-2005, manufactured by: brandywine. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this products, and any subcomponents, which would contribute to this complaint condition. A product investigation was performed. The returned inserters were examined and the complaint conditions were able to be confirmed as the locating pins in the alignment indicators were found to be broken flush with the alignment indicator bodies. Additionally, witness marks consistent with impaction were noted on the indicator stems. Based on the complaint description, one device failed intraoperatively. For the second device, based on the reported complaint condition of misalignment, it is likely that the device had broken previously which was contributing to the misalignment during attempted use. A visual inspection, functional test and drawing review were performed as part of this investigation. No product design issues or discrepancies were observed. This complaint is confirmed. The helical blade inserter is a component of the titanium trochanteric fixation nail (tfn) system intended for the intramedullary fixation of proximal femur fractures. A coupling screw is passed through the inserter and threaded into the helical blade forming an assembly. The inserter is then passed through a blade guide sleeve and advanced using ¿light hammer blows¿ to the back of the coupling screw per relevant technique guide. Relevant drawings for the returned instruments were examined. The design, materials and finishing processes were found to be appropriate for the intended use of these devices. No dimensional analysis was able to be completed due to post-manufacturing damage. No definitive root cause was able to be determined. Based on the complaint description and device condition, it is likely that the first device was impacted on the alignment indicator stems causing the locating pin to shear. The second device was reported with a condition of misalignment, as such it is likely that this device was broken prior to the procedure resulting in an instrument which was unable to align with the implant. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition and no definitive root cause was able to be determined. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient underwent surgery on (B)(6) 2017 for treatment of a hip fracture. During that initial surgery the patient was inserted with one (1) intermedullary trochanteric fixation nail, one (1) helical blade and one (1) distal locking screw. While the surgeon was implanting the helical blade implant, the insertion handle broke into fragments. Fragments were reported as easy to remove. No fragments were left behind. Another insertion handle the was available in the operating room for the surgeons use. However, it was discovered that the insertion handle used to replace the broken one would not align correctly with the implant. The surgeon then retrieved another insertion handle and successfully completed the surgery. There was an estimated total 10 minute delay in surgery as the surgeon stopped to retrieve another insertion handle twice. The patient was reported to be in stable condition following the procedure. This report involves 2 devices. Concomitant devices reported: unknown intermedullary trochanteric fixation nail (part # unknown, lot # unknown, quantity 1), unknown helical blade (part # unknown, lot # unknown, quantity 1), unknown distal locking screw (part # unknown, lot # unknown, quantity 1). This report is 2 of 2 for (B)(4).